Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('essure coil embedded subserosally'). In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the right cornua was noted to have an partially extruded essure coil embedded subserosally, without abdomino-pelvic adhesions-deeply adherent, not removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded subserosally / r-cornea partially extruded essure coil embedded subserosally') in an adult female patient who had essure (batch no. A61941) inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the right cornua was noted to have an partial extruded essure coil embedded subserosally without abdomino-pelvic adhesions-deeply adherent, not removed . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded subserosally / r-cornea partially extruded essure coil embedded subseriosally') in an adult female patient who had essure (batch no. A61941) inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the right cornua was noted to have an partiall extruded essure coil embedded subserosally without abdomino-pelvic adhesions-deeply adherent, not removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device lot number: a61941, manufacturing date: 2012-10, and expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded subserosally') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the right cornua was noted to have an partial extruded essure coil embedded subserosally without abdomino-pelvic adhesions-deeply adherent, not removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.